Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn separated from the adapter when opening the package of bd intima ii¿ IV catheter. No patient impact reported. This occurred twice. The following information was provided by the initial reporter, translated from chinese to english: the prn fell off when package was opening.

Manufacturer narrative:
Investigation summary : a device history review was conducted for lot number 8262050. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper.

Event description:
It was reported that the prn separated from the adapter when opening the package of bd intima ii¿ IV catheter. No patient impact reported. This occurred twice. The following information was provided by the initial reporter, translated from chinese to english: the prn fell off when package was opening.